Event description:
Information received from the field notes that during a post implant follow-up, the atrial capture threshold had increased to 6.0 v, 1.0 ms from 0.5 v, 0.6 ms. The atrial sensing threshold had decreased to 0.5 mv from 3.4-4.6 mv. X-ray revealed that the atrial lead had dislodged and the helix was not extended. The patient reported feeling fine since implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received